Manufacturer narrative:
Additional information: g3, h3, h6. The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the cause of the reported failure is a supplier manufacturing process issue. A nonconformance has been initiated to investigate the issue. The complaint allegation is confirmed based on the trend analysis identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/8/2024, it was reported by a sales representative via (B)(4) that an ar-6435 dw outflow tube set tubing looked like it was still on the shaver. However, when they went to move it, the piece of tubing that connects to the shaver was on it but the whole tubing was completely out as if the sealant came apart. This was discovered during a procedure with no patient harm.